Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to a non specific product performance allegation. A new rv septum lead was implanted at the same procedure. The pacemaker was explanted due to normal battery depletion (nbd) after several years of being implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to high rv pacing threshold. No loss of capture or patient symptoms. A new rv septum lead was implanted at the same procedure. The pacemaker was explanted due to normal battery depletion (nbd) after several years of being implanted. No additional adverse patient effects were reported.